Manufacturer narrative:
During an interventional stenting operation for subclavian artery stenosis, a pressure pump used to give pressure to a pre-mounted 29mm palmaz genesis stent on a 10mm x 30mm optra pro stent delivery system (sds) did not expand while inside the patient. The balloon did not inflate normally, and leaking was from the balloon. Repeated attempts failed and the stent did not release. The device was withdrawn. There was no reported patient injury. Subclavian artery stenosis was diagnosed by angiography. The target lesion was 90% occluded, with no calcification or vessel tortuosity. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The plunger did not depress into the syringe/indeflator when trying to inflate and the user was unable to depress the plunger into the syringe/indeflator when trying to inflate. The product was not returned for analysis. A product history record (phr) review of lot 17764844 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 90% may have contributed to the reported event. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The conclusion was updated based on the analysis of the returned device: during an interventional stenting operation for subclavian artery stenosis, a pressure pump used to give pressure to a pre-mounted 29mm palmaz genesis stent on a 10mm x 30mm optra pro stent delivery system (sds) did not expand while inside the patient. The balloon did not inflate normally, and leaking was from the balloon. Repeated attempts failed and the stent did not release. The device was withdrawn. Subclavian artery stenosis was diagnosed by angiography. The target lesion was 90% occluded, with no calcification or vessel tortuosity. There was no reported patient injury. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The plunger did not depress into the syringe/indeflator when trying to inflate and the user was unable to depress the plunger into the syringe/indeflator when trying to inflate. The product was returned for analysis. One non-sterile unit of catheter genesis .035 10.0x29 135cm sds was received coiled inside of a clear plastic bag. Per visual analysis, the balloon looks like it was previously inflated, the stent was present in its place. No other anomalies were found along the device. Per functional analysis the balloon was not inflated successfully with the inflator device. A leakage was observed on the balloon of the device. No other anomalies were noted. Per sem analysis the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented no anomalies near to the balloon rupture. The outer surface presented evidence of scratch marks near to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface likely led to the rupture condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 17764844 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds ¿ inflation difficulty - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 90%) may have contributed to the event as evidenced by abrasions noted on the outer surface during analysis. The damage to the balloon resulted in an inability to inflate the balloon and implant the stent. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Contrast: ge healthcare, (indeflator/syringe): (B)(6). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the device in this report is not sold in the united states, however, it is similar to the palmaz genesis stents that are sold in the u.s.

Event description:
During an interventional stenting operation for subclavian artery stenosis, a pressure pump used to give pressure to a pre-mounted 29mm palmaz genesis stent on a 10mm x 30mm optra pro stent delivery system (sds) did not expand while inside the patient. The balloon did not inflate normally, and leaking was from the balloon. Repeated attempts failed and the stent did not release. The device was withdrawn. There was no reported patient injury. Subclavian artery stenosis was diagnosed by angiography. The target lesion was 90% occluded, with no calcification or vessel tortuosity. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The plunger did not depress into the syringe/indeflator when trying to inflate and the user was unable to depress the plunger into the syringe/indeflator when trying to inflate. The device will be returned for evaluation.